Event description:
It was reported that the product blister packaging was damaged affecting the sterile barrier. It was also reported that this was identified prior to use. It was further reported that there was no adverse consequences and no medical intervention as a result of this event. It was also reported that the event caused a 5 minute delay. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device discarded by customer.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the product blister packaging was damaged affecting the sterile barrier. It was also reported that this was identified prior to use. It was further reported that there was no adverse consequences and no medical intervention as a result of this event. It was also reported that the event caused a 5 minute delay. It was further reported that the procedure was completed successfully.